Event description:
It was reported that a stent damage occurred. A 3.00x20mm promus element plus was selected to treat the target lesion but was unable to cross the lesion. When the physician removed the device from the patient, it was noted that the edge of the stent was slightly lifted. The procedure was completed using a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).